Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the transmitter would link up with the sensor. Customer was advised to wait longer. Customer called back and stated they had removed the sensor and there was not electrode visible. Customer's blood glucose was unknown. Customer agreed to return the sensor.